Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was damaged alongside with the right ventricular (rv) lead during a valve implant for the patient. The lv lead showed high capture threshold without safety margin for programing. The lv was surgically abandoned in the patient and a new lv lead was implanted at the same surgery. No additional adverse patient effects were reported.